Event description:
Related manufacturer reference number: 2017865-2022-42335. Related manufacturer reference number: 2017865-2022-42336. It was reported that the patient presented for lead revision procedure due to lead fracture sustained by their atrial lead. During the procedure, the new atrial lead failed to connect to the pacemaker header due to a loose fitting set screw that could not tighten the lead in place. The pacemaker was explanted and replaced and the procedure was completed using an alternate atrial lead on (B)(6) 2022. The patient was stable.

Event description:
It was reported that the patient presented for lead revision procedure due to lead fracture sustained by their right ventricular lead. During the procedure, the new right ventricular lead failed to connect to the pacemaker header due to a loose fitting set screw that could not tighten the lead in place. The pacemaker was explanted and replaced and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
B5 - "atrial" should not have been mentioned as the lead replacement was for the right ventricular lead.

Manufacturer narrative:
The reported event of problem with setscrew was confirmed. Fina analysis found a user related anomaly the user was not correctly inserting the torque wrench into the setscrew inset. The user then never backed the setscrew out to allow for full insertion of the lead into the connector port. Therefore, the setscrew was never being re-tightened down on the new lead. No other issues were found.